Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported that approximately two and a half years after injection in the ¿buccal area¿ and nasolabial folds with two syringes of juvéderm voluma® xc, the patient experienced hardness and swelling at the ¿buccal and pre-buccal fold area.¿ the physician believes the symptoms are an ¿infectious or inflammatory¿ response. The patient was treated with hyaluronidase and doxycycline approximately 2.5 years after injection. Eight days later the patient showed ¿mild improvement¿ but still had some hardness. The patient was treated with hyaluronidase and 5-fu. The patient underwent an ultrasound and the results were not provided. The patient was taking "lexapro, synthroid and crestor" concomitantly.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hardness, swelling, and ¿infectious or inflammatory¿ response are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings: treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Precautions: the safety and effectiveness for the treatment of anatomic regions other than the mid-face have not been established in controlled clinical studies. As with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: juvéderm voluma without lidocaine has been marketed outside the us since 2005, and juvéderm voluma with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery. Intended use/indications: juvéderm voluma xc is indicated for deep (subcutaneous and/or supraperiosteal) injection for cheek augmentation to correct age-related volume deficit in the mid-face in adults over the age of 21.¿

Event description:
Healthcare professional reported that approximately two and a half years after injection in the ¿buccal area¿ and nasolabial folds with two syringes of juvéderm voluma xc, the patient experienced hardness and swelling at the ¿buccal and pre-buccal fold area.¿ the physician believes the symptoms are an ¿infectious or inflammatory¿ response. The patient was treated with hyaluronidase and doxycycline approximately 2.5 years after injection. 8 days later the patient showed ¿mild improvement¿ but still had some hardness. The patient was treated with hyaluronidase and 5-fu. The patient underwent an ultrasound and the results were not provided. The patient was taking "lexapro, synthroid and crestor" concomitantly.